Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used in a procedure. According to the complainant, the physician had a speedband device which reportedly "misfired." No patient complications were reported as a result of this event. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.